Event description:
It was reported that the caller had used a transfer set with an incompatible adaptor. The event occurred during the initial drain on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - failed to follow therapy steps, where the caller connected the transfer set to a non-compatible cassette. The directional insert for transfer sets states ¿this set is indicated for use when connecting to capd disposable, disconnect y-set, minicap disconnect cap with povidone-iodine solution or other compatible disconnect systems from baxter healthcare corporation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.